Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted when the eval has been completed. Device not returned.

Event description:
The user reported that the blue hub on the catheter cracked after attaching a syringe. The physician had recently placed the catheter and was attempting to flush the device when it cracked. No harm or injury was reported.